Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +9.0d) was explanted due to lens decentration attributed to poor capsular support. The lal+ was explanted, and an anterior chamber iol was implanted.